Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: customer reports every time they perform the patient side occlusion test on numerous 8100's, they always fail. Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: remoted into customer computer to verify proper set up. After displaying the proper set up using systems maintenance user manual, customer stated they were using a flow trax. I asked customer if they could please set up as illustrated. After customer properly set up for preventative maintenance, we were able to duplicate the air in line alarm. I asked the customer to make sure the set is proper seated being pushed all the way back into the sensor. After resetting the set, the air in line alarm cleared. Ended call